Event description:
It was reported that a er320 was used during an unknow procedure. It was reported by the affiliate that the clip scissored (did not cut the tissue). A new applier was used to complete the case.07/31/1998. Message from affiliate. There was no consequence to patient.